Event description:
It was reported by service report that the right siderail top cap was broken with sharp edges. The siderail could not be locked in the up position. No pt involvement or adverse consequences are reported.